Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device was discarded.

Event description:
It was reported that after a surgical procedure, the bur broke which the scrub technician tried to remove the bur while still locked in the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return

Event description:
It was reported that after a surgical procedure, the bur broke which the scrub technician tried to remove the bur while still locked in the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.